Event description:
Caller alleged false negative apap. Pt tested apap negative and opi positive. Pt is taking vicodin 5mg (hydrocodone) /500mg (apap), 1 qid. On (B)(6) 2011, urine was tested at 1:37pm with tox w48910b, apap - and opi +. All controls passed ok. No abnormality was observed on urine sample. No urine sample was saved. No info on pt's clinical condition and diagnosis was provided. The lab is using tox to monitor pts treated with different drugs. Doctors just want to know if pts take the drug or not. No confirmatory test was done.

Manufacturer narrative:
Investigation pending.